Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Please provide the date and surgical findings of the mesh erosion removal. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an uncomplicated sling procedure in (B)(6) 2020 for urinary stress incontinence and mesh was implanted which had good effect. In (B)(6) 2020, at 3 months follow-up, the patient felt something hard in the vagina. The patient did not have intercourse after the operation. In (B)(6) 2020, at pelvic examination, found that mucosa fold medially in the anterior vaginal wall and right in the vagina is not gathered across the mesh sling. In (B)(6) 2020, patient was booked for surgery. In vagina, the doctor found mesh erosion under mid-urethral in the midline. The mucosal edges at the erosion were cut off and sewn. Additional information was requested.

Manufacturer narrative:
(B)(4), date sent to FDA: 07/07/2021. Additional information: the patient at check-up at the hospital on (B)(6) 2021 could again feel the erosion, and for that reason she could not have intercourse and she had recurrent cystitis. On gynecological examination, erosion under the midturethra was found. The patient wanted to have the sling removed. She was informed that the vaginal part of the sling could be removed. On (B)(6) 2021 4 cm sling was removed under general anesthesia. The patient will continue to go for check-up at the hospital.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2021-00172. Adverse events associated with patient's second event reported via mw # 2210968-2021-06034, (B)(4). Date sent to FDA: 07/07/2021. Corrected information: d3, g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.